Event description:
Patient placed on gambro prismaflex dialyzer for cvvhdf therapy. While utilizing two gambro replacement solutions (5l) and one baxter dialysate solution (5l), machine alarms "incorrect weight". This adds to excess fluid loss or gain limit alarm. Dose or amount: 500 ml/hr. Frequency: continuous. Route: dialysis. Diagnosis or reason for use: renal failure.